Event description:
During hysteroscope/intrauterine ablation, 2700cc were instilled with cdis pump and 500cc suctioned out. Quite a bit of fluid found to be on drapes and floor per the md. Pt required to have additional monitoring done.